Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed that the setscrew was backed out beyond the point of being able to be engaged with the connector block (backed out too far). The ins passed functional and lead insertion tests. Laboratory functional testing showed good, stable output on all electrode pairs. Telemetry was acceptable. Due to the nature of the complaint, a lead insertion test was performed with insertion/withdrawal performed 3 times with a dry lead into the connector port and was found to be within specifications. A known good lead was able to be inserted until the blue tip was observed all the way into the port. The reported complaint could not be duplicated during analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). A defective ins was reported. It was reported that even after the hcp ensured the screw was all the way undone, the lead was unable to fit through the ins. The hcp loosened screw even more, but the lead was still unable to fit. A different ins was used to resolve the issue. The issue was resolved at the time of the report. No symptoms reported. No further complications reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete if information is provided in the future, a supplemental report will be issued.

Event description:
Return product received.